Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in an adult female patient who had essure inserted for sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria disability and intervention required). The patient was treated with surgery (xenobiotic material has been removed). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on (B)(6) 2009, the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2022: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in an adult female patient who had essure inserted for sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria disability and intervention required). The patient was treated with surgery (xenobiotic material has been removed). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on (B)(6)2009 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The most recent follow-up information incorporated above includes data received on: (B)(6)2022: reporter information updated; previously reported event several physical complaints (injury) was updated to foreign-body material has been removed; update to imdrf/FDA codes. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of injury ("several physical complaints (injury)") in an adult female patient who had essure inserted for sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced injury (seriousness criteria disability and intervention required). The patient was treated with surgery (xenobiotic material has been removed). At the time of the report, the injury outcome was unknown. The reporter considered injury to be related to essure. The reporter commented: on (B)(6) 2009 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: injury: n° 3 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.